Manufacturer narrative:
Patient number two (2) weight was not provided. Patient demographics, such as age, date of birth, sex or weight were not provided for patient number three (3). The beckman coulter (bec) field service engineer (fse) performed a preventative maintenance major. The fse replaced the wash valve rotor and stator. The fse replaced the manifold valve assembly. The fse performed passing system check, high sensitivity system check, precision run and quality control (qc). In conclusion, the cause of the non-reproducible access accutni+3 results is due to a hardware malfunction although no one part can be identified as the sole contributor. The beckman coulter (bec) internal patient identifier is (B)(6). All mdrs associated with this report: mdr2122870-2015-00694, mdr2122870-2015-00695.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, above the normal reference range of the assay, for three (3) patients on the access 2 immunoassay system (s/n: (B)(4)). The customer repeat tested the samples on the same access 2 immunoassay system obtained lower results. The initial elevated access accutni+3 results were not reported outside the laboratory. The customer was unaware of any change or impact to patient care or treatment. Mdr2122870-2015-00694 addresses the access accutni+3 result obtained on (B)(6)2015. Mdr2122870-2015-00695 addresses the access accutni+3 results obtained on (B)(6) 2015. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Access accutni+3 quality control (qc) was within the laboratory's established ranges prior to and after the reported event. The customer had a passing system check after the reported event. The customer obtained a failing access accutni+3 precision run after the reported event. Samples are collected in sodium heparin tubes. Samples are centrifuged at 3000 revolutions per minute (rpm) for eight (8) minutes. The customer did not note sample integrity issues.